Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed and replicated. The usm was tested on an in-house system and triggered error 319. The usm also failed the fiber and check all boards evaluation on the test platform.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the universal surgical manipulator (usm) 2 had a recoverable error that was persisting after the customer attempted to recover. Prior to contacted intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance, the customer started a hard power cycle on the system and cycled the circuit breaker on the patient side cart (psc) with no change. The tse reviewed the system logs and identified communication faults occurring between the axes controller spar (acs) board to the axes controller, carriage (acc) board in usm 2. The customer stated they were continuing with the case as planned to use the 3-usm configuration but would have cases to follow that would need all four usms. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with only three usms and not four usms as usm2 was disabled. There is no further information available.